Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Confirmed customer complaint. Disposable test fails to detect cassette, replaced latch lock flex cable, passed. Device recognizes cassette attachment, performed verification testing, upon further investigation device fails downstream occlusion (dso). Dso sensor, dso seal, dso bezel were replaced, and device passed all test criteria. Upon further investigation, battery door missing, replaced. Updated software.